Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized with elevated blood glucose (bg) levels that were over 600 mg/dl and went into diabetic ketoacidosis; cause of the elevated bg level was unknown. Customer received an insulin drip, fluids, anti-nausea medication, and glucose to address bg levels. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.